Manufacturer narrative:
G4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in united states. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient underwent extreme late ral interbody fusion at l1/2/3/4/5 and l5/s oblique lumbar interbody fusion, fixed range l1/s1. Pre-op diagnosis of patient was degenerative kyphoscoliosis. It was reported that, after-fixation in the second period in patient who have undergone l1/2/3/4/5 xlif and l5/s olif51. Fixed range l1/s1. Insert the screw (competitor product) using bkp cement. The procedure involves inserting a posterior pedicle screw before the bkp cement hardens using the osteo introducer and bone filler device. This method was used for most cranial side and the most caudal side. It was discovered that the cement was being delivered to the heart at a later date, and thoracotomy was performed to remove the cement. Cement in the vertebral body was not removed. The cement was used to improve the anchoring of the screw. The cement been stored at an appropriate temperature (25°c or lower during storage, 23 ± 1 °c for 24 hours prior to use) before and during the procedure. This problem occurred when l2/3/4/5 xlif and olif51 were performed in the first week, and the patient's posterior fixation was performed the following week. Case indications, purpose of use, and procedures are not all in accordance with IFU. There were no further complications reported regarding the event.